Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure, a cable came loose on the force bipolar instrument and one of the jaws was loose. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the instrument was inspected prior to use and there was no damage. The force bipolar instrument jaws was misaligned while using. The surgical task was being performed was grasping tissue. The instrument was loosely grasping tissue, so manually pulled off. The color of the broken/loose cable was silver. The jaws were stuck in closed position, failed to unclamp. There was no loss of cautery associated with broken/loose cable. There were no signs of thermal damage at site of breakage. The instrument did not collide with any other instrument or tool during the procedure. No fragment falls inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.